Event description:
It was reported that the driver began overheating during a surgical procedure. The case was successfully completed with another device. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The driver was received at the MFR for eval, and the reported condition of the device overheating was duplicated. Based on the investigation details, the likely cause was problems with the trigger shaft and corrosion. The trigger shaft, potted trigger, rotor, motor, gear train, and driveshaft were replaced along with other components. Service repaired and returned the device to the customer.